Event description:
It was reported that; upon compacting the tl inserted in-situ and rotating the cage into correct placement on the anterior bird of the disc space and midline, the distal tip of the inserter damaged the hydraulic tubing by slicing into tube thus causing a leak and disabling the expansion function of the inserter.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: a design change is pending for the tl insertion handle gear teeth - including change to gear geometry in order to reduce occurrence of material wear. This change has not yet been implemented. Conclusion: the plausible root cause of gear teeth deformation is design related. The root cause of the other damage identified on the distal tip of the inserter could not be determined because it is unknown how/when this damage occurred.

Event description:
It was reported that; upon compacting the tl inserted in-situ and rotating the cage into correct placement on he anterior bird of the disc space and midline, the distal tip of the inserter damaged the hydraulic tubing by slicing into tube thus causing a leak and disabling the expansion function of the inserter.